Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed to apply clips. When the surgeon tried to pull it out of the trocar the device got stuck in it. There were no specific noises or resistance. Another like device was used to complete the procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: clarify "failed to apply clips". Fired the instrument with no clips entering the jaws. Did the device deploy clips? In the beginning of the surgery. Did the device not fire at all? Did the clips fall off the tissue? No. Were the clips malformed? No. Were the jaws in open position when attempting to remove from the trocar? Surgeon dose not recall. How was the device removed from the patient? With the trocar. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Chycticus. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Cholecystectomy. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? No. If so, whom? The analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Additionally, the jaw ramp was noted broken; this condition caused that the clips could not be fed as intended. This damaged is most likely occurring when torque is applied to the end effector which is preceded from a potential pre-surgery device cleaning. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.